Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred 8 days after the wearable had been inserted in the arm. According to the patient, on (B)(6) 2025 her pump started to give low readings however she was unable to perform a fingerstick as she was not at home and did not have her meter. The patient started vomiting. When the patient got home, she took bg reading which was above 600 mg/dl and the cgm was reading low. The patient went to the emergency room because she could not stop vomiting. The patient was admitted and diagnosed with diabetic ketoacidosis. The patient was treated with intravenous insulin and fluids because of severe dehydration from vomiting. At the time of the report the patient was okay. There is no information about the discharge date. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.